Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, though not verified, the patient experienced rectocele, vaginal scarring, device erosion, fistula formation, necrosis, pain, and infection.